Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During inspection, the technician identified extensive evidence of either attempted repair or unauthorized modification of the device, including missing tamper seals, damaged structural components, incorrect and missing hardware, improperly secured internal cabling, nonconforming replacement parts, and a fretted multifunction cable (mfc) receptacle. Due to the compromised condition of the device, an investigation was not possible. All damaged and defective components were replaced and the device was properly reassembled and thoroughly tested. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.